Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2008. Reportedly, during the implant procedure, absence of pacing was observed although spontaneous pt rhythm was around 58 min-1: - 10:44:18: the pacemaker was inserted in the pocket - normal behaviour was observed (dual chamber pacing) - 10:48:41: although the pacemaker was still in the pocket, loss of pacing was observed - 10:50:07: normal operation was restored spontaneously (dual chamber pacing). The pacemaker was then reprogrammed successfully (it remained in the pocket during the whole procedure).

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4). The analysis of the provided ECG traces revealed the disappearance of pacing pulses. Given that the rate of the cardiac rhythm is very close to the programmed basic rate (60 min), this could be a result of competition between the pt's natural rhythm and the programmed basic rate.